Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Troubleshooting was performed, and the graph successfully displayed. There was no reported adverse impact to the customer's blood glucose level.